Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the patient presented with chest pain. Dislodgement of the right ventricular (rv) lead had occurred, with loss of capture, decreased sensitivity and decreased impedance observed. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.